Event description:
Analysis of the returned device has been completed. No kinks, scratches, or bends were noted on the graft cover. No mfg anomalies were noted on the device, and it was deployed in the lab without difficulty. From the info received, it appears that the pt's tortous vasculature contributed to the reported positioning difficulties.

Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm morphology is unk. The pt's iliac arteries were reported to be very tortuous and calcified. The physician unsuccessfully attempted to insert the 22 french sheath into the pt. The physician was also unable to insert the delivery catheter; therefore, the endovascular procedure was aborted, and the pt was converted to open surgical repair late that day. No clinical sequelae were reported, and the pt is reported to be fine.